Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were part of a system explant due to infection. The devices were explanted and later replaced with a non-boston scientific implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.